Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported a patient underwent a total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2016 due to bone fracture. During the procedure, the stem, the tray, the humeral bearing, proximal and distal segmental components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Date explanted - remains implanted.

Event description:
It was reported a patient underwent a total shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient will be revised due to fracture. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device remains implanted.

Event description:
It was reported a patient underwent a total shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient will be revised due to bone fracture. No further information has been provided.